Event description:
It was reported that the lock pressure sensor was defective. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One suspected pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted on the product. The downstream occlusion (dso) test was performed, during which the pump triggered a pressure alarm. The allegation made by the complainant was confirmed and the probable root cause was due to a defective dso sensor. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.